Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information, explant date; however, no further information was received. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient has not used the ipg in over 2 years. As a result, ipg became inoperable and would not communicate with any external devices and was no longer able to charger or communicate with programmer. Surgical intervention was undertaken wherein the entire system was explanted at an unknown date. The abbott representative reported that no further information is known.